Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the anatomy resulted in the stent compressing during stent deployment, then as stent deployment continued the compressed stent jumped/expanded. As reported, the delivery system could not be repositioned, and deployment was stopped; thus resulting in the reported activation/deployment failure. The noted pinched sheath likely occurred due to handling or during packing for return analysis. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the right external iliac artery. A 7x40mm armada 35 balloon and a 6x40mm non-abbott balloon were used with an unspecified .018 guide wire for pre-dilatation. A 6x40mm supera self-expanding stent was being deployed, when the stent started to compress. The stent then jumped and the delivery system could not be repositioned. Deployment was stopped. The partially deployed stent was removed with the unspecified 6f introducer sheath. A non-abbott stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.